Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to cocr modular neck fracture.

Manufacturer narrative:
After the initial report it was determined that this reported event was a duplicate of a previous reported event filed under MDR 3010536692-2018-00081 (mpo ref (B)(4)). Please void the initial report for (B)(4).